Manufacturer narrative:
B3: (B)(6) 2025 was the reported month and year, but the exact day was not provided. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a defective latch lock flex circuit/sensor was found. The latch lock sensor/flex circuit was replaced to fix the issue.

Event description:
The device was returned due to a latch/lock issue. The results of the investigation found that the device would not recognize when latch was locked. There was no patient involvement.